Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had right ventricular (rv) failure. It was noted that the right heart failure existed pre-left ventricular assist device (lvad) implant and did not seem to have been a device related issue. Symptoms and treatment were not provided. The patient passed away due to the rv failure and the device seemed to operate as expected. The death was not considered to have been device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the patient's outcome could not be conclusively determined through this investigation. The controller event log file contained events on (B)(6) 2024 spanning approximately one hour. Intermittent low flow alarms consistent with the patient's outcome were captured prior to the intentional pump stop button being pressed. The pump appeared to have been operating as intended at the set speed. It was reported that (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section explains that patient conditions can result in low flow. Section 6, "patient care and management," states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.